Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion with 95 percent stenosis degree. It was difficult to cross the lesion. The stent came off the balloon but was still contained on the wire. The stent was successfully deployed by inserting a 1.0 balloon followed by a 1.5 then final post deployment with a 2.5 balloon. No injury or adverse events with the patient occurred.

Manufacturer narrative:
Combination product: yes, the affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be determined.